Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report lower than expected hba1c results were obtained from the level two control of two different non-vitros mas quality control lots processed using vitros chemistry products hba1c reagent lot 1539-46-3073 on a vitros xt 7600 integrated system. Mas lot dbcl2703 level 2 result of 7.7 %a1c vs an expected result of 9.0 %a1c mas lot dbcl2710 level 2 result of 7.2 %a1c vs an expected result of 8.6 %a1c biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected results were obtained from control fluids and were not reported out of the laboratory. The customer continued to process patient samples after the unacceptable qc results were obtained. However, the customer did not report that any patient samples had been affected or questioned. There has been no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).

Manufacturer narrative:
The investigation determined that lower than expected hba1c results were obtained from the level two control of two different non-vitros mas quality control lots processed using vitros chemistry products hba1c reagent lot 1539-46-3073 on a vitros xt 7600 integrated system. The investigation could not determine a definitive assignable cause of the event. Based on imprecision observed in their historical quality control results, a vitros hba1c lot 1539-46-3073 performance issue cannot be ruled out as contributor of the event. The issue was resolved by using an alternate vitros hba1c reagent lot. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros hba1c lot 1539-46-3073. An issue with the mas control fluids is not likely a contributing factor of the event as unacceptable results were obtained using two different lots of controls. A suboptimal calibration cannot be ruled out as a contributing factor as the parameters of the calibration used to obtain the lower than expected results were atypical when compared to the database values. Additionally, the customer was not using an appropriate pipette to reconstitute the calibrator kit vials during the timeframe of the event. An instrument related issue could not be entirely ruled out as a contributing factor of the event as diagnostic precision testing was not performed on the vitros xt 7600 integrated system to verify performance.